Manufacturer narrative:
The reported event of several device alerts being received was confirmed. Based on the information provided, it was determined that the alerts were triggered due to the programmed firmware criteria.

Event description:
It was reported that the device is alerting for high voltage (hv) lead impedance and pacing impedance measurements. The device alerts had been turned off for years, and no changes were made to the device. The rv lead was turned off, though the alerts are still occurring every day. The patient was asymptomatic.